Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient's ipg pocket site was uncomfortable. The physician revised the ipg pocket to implant the ipg deeper into the patient's tissue. As the product was not explanted, no return is expected. Follow up on the patient found no further issues reported.